Event description:
The customer reportedly obtained a 300mg/dl and 150 mg/dl on the accu-chek aviva system within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. The customer did not have the meter/strips with him and could not provide strip information on the alleged strips. A request was made for the return of the suspected product; replacement was sent.